Event description:
The customer alleged that the unit was leaking cidex opa. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: the actual component was evaluated at customer's site. The fse removed and replaced v-1. The fse tightened all connections and ran two cycles.